Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. The oversensing could not be reproduced. Programming change was made. The patient was stable and being monitored.